Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) large volume multirate infusors leaked during patient infusion. The event was further described as "filtration from bladder towards the housing". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between june 22, 2023 ¿ june 23, 2023. H11: four (4) actual devices were received for evaluation. A visual inspection via the naked eye was performed, and fluid inside the housing was observed which suggested a leak occurred. A leak test was performed, and a leak was observed coming out at one side of the bladder crimp. The reported condition was verified. The cause of bladder crimp leak was related to manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.